Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on. The infusion sets fell off during use in three days of usage. The patient first went to an emergency room then subsequently hospitalized on (B)(6) 2026 due to high blood glucose levels for more than 600 mg/dl and was treated with intravenous fluids of saline and insulin. The patient was released on same day from the hospital on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.